Event description:
(B)(4). Initial information received on (B)(6) 2012. The dentist reported that a patient (unspecified gender), with no specific medical history, had been treated with ultra safety plus xl 27g long 0.40x35mm sterile injectable system with protective sheath and handle. On an unspecified date, the patient experienced device failure. The device separated. The cannula stayed in the patient's mouth and was removed by surgery. According to the dentist, the cannula did not break; it became disconnected from the hub. The patient had fully recovered on an unspecified date. No other information is available. This case report is considered serious.